Event description:
Chemical burns from contact of ii / iii level [burns third degree]. Burn blister about 20 cm [burns second degree]. Contact infectious wound in cervico-nuchal area [wound infection]. Vertigo [vertigo]. Case description: this is a spontaneous report from a contactable pharmacist and contactable consumer. A (B)(6) female pt of an unspecified ethnicity applied a band of thermacare heatwrap (thermacare neck, shoulder and wrist, wrap) (device lot number: e83857n, expiration date: july 2013) from an unspecified date on the neck to sooth the pain. Thermacare heatwrap lot number: e984695, expiration date: 04/12/2013 was reported on f/u. The pt medical history included diabetes mellitus that may have contributed to the pt's adverse event. The pt did not have any other medical conditions. The pt's concomitant medications were not reported. On (B)(6) 2012, the pt experienced severe pain and intense burning of the neck after administration of the heatwrap for six hours. The pt immediately removed the belt and noticed blisters that had appeared at the distance of a day were opened and infected. The approx size of burn blister was about 20 cm. The event was described as wound after burn. The diagnosis in a surgery report was "contact infectious wound in cervico-nuchal area and vertigo." At the objective examination, the physician reported" in the cervical neck region, two small scabs in the sky likely results of chemical burns from contact of ii / iii level." The areas of necrotic skin were removed in part. The bottom of the ulcer was vital. As per the pharmacist, it was expected the pt might experience long-term sequelae such as wound after burn. There was no relevant lab data available. The pt treated wounds with connettivina ointment and rinoflux but without success. The family doctor prescribed 500 mg levoxacina and lactic acid. After taking the antibiotic and found that the infection had subsided, the pt was referred to a specialist. The pt was treated with suffrage, at home was prescribed therapy with betadine as mentioned in a surgery report provided by pt. On (B)(6) 2012, pt reported still pain, persistent burning pain in the neck and local pulse. The event outcome for "chemical burns from contact of ii / iii level", "burn blister about 20 cm" and "vertigo" was not reported at the time of this f/u report. The action taken in response to the event for thermacare heatwrap was unk. Additional info has been requested and will be provided as it becomes available. F/u ((B)(4) 2012): new info received from the pt through the same reporting pharmacist includes: device info, event info, action taken, clinical outcome. F/u ((B)(4) 2012): new info received from a contactable pharmacist included: added event of third-degree burn which upgrades this report to a reportable case, added events of contact infectious wound in cervico-nuchal area and vertigo, info concerning a surgery report, product indication, additional lot number and treatment info. Medical comment: based on the available info, the company cannot exclude a possible relationship between the event "third degree burn" and device product. This case is assessed as initial reportable case based on the f/u info.